Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that cutter was not working and this resulted in an inferior detachment during the surgery. The surgery was completed on same day. The procedure type was unknown.

Manufacturer narrative:
Two opened probes were received, with tip protectors, in a bag. Sample 1: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample 2: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter. Gouge marks observed at cutting edge and other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag , indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned probe sample 1 was found to be conforming, therefore actuation and cut failures as described in the complaint was not confirmed and a root cause cannot be determined for returned probe sample 1 as described by the customer. The complaint evaluation does not confirm that probe sample 2 had cut failure, the evaluation confirms the probe sample 2 had an actuation failure. The root cause for the actuation failure as well as the cutting-edge gouges observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Returned probe sample 1 was manufactured to specifications, the reported cut failure was not confirmed on returned probe sample 2, and it appears that the observed actuation failure observed returned probe sample 2 was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2. And b.5. The manufacturer internal complaint reference: case-(B)(4).

Event description:
Additional information requested and received indicated that the cutter wasn¿t cutting properly at the end of the surgery, resulting in some inferior retinal detachment while removing the cutter from the right eye. The laser and the gas were used for the recurring. The aspiration condition was normal. The patient's symptoms continued.